Event description:
It was reported that the insulin pump displayed a malfunction message, indicating that it could not operate and provided a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level mentioned. In response, technical support attempted to reached out by phone but could not connect, so they left a voicemail. A follow-up email was sent before the case was closed.